Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to suspected proarrhythmic atrial pacing that put the patient in atrial fibrillation (af). Upon review, atrial pacing was delayed per atrial flutter response (afr), and as a result the instrinsic ventricular signal fell into crosschamber blanking. A subsequent ventricular pace was delivered into refractory tissue, thus did not capture. Another intrinsic ventricular signal was observed and the intrinsic atrial signal was undersensed. Afterwards, an atrial pace was delivered, accelerating the rhythm into af. Technical services (ts) reviewed troubleshooting options and programming considerations, and it was recommended to program afr off. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to suspected proarrhythmic atrial pacing that put the patient in atrial fibrillation (af). Upon review, atrial pacing was delayed per atrial flutter response (afr), and as a result the instrinsic ventricular signal fell into crosschamber blanking. A subsequent ventricular pace was delivered into refractory tissue, thus did not capture. Another intrinsic ventricular signal was observed and the intrinsic atrial signal was undersensed. Afterwards, an atrial pace was delivered, accelerating the rhythm into af. Technical services (ts) reviewed troubleshooting options and programming considerations, and it was recommended to program afr off. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received reported that this pacemaker delivered two consecutive ventricular paces and further electrogram (egm) review was requested. It was determined that an additional stored atrial tachy response (atr) contained sensor driven atrial pacing that had induced an atrial arrhythmia after av search had ended. Technical services (ts) reviewed troubleshooting options and programming considerations once more, and it was recommended to program afr off and shorten atrioventricular (av) delay. This pacemaker remains in service. No additional adverse patient effects were reported.